Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No a17 alarm noted. Unable to upload to carelink due to a47 alarm in the history file. A47 alarm in the history due to corrupted history file. No cosmetic damage noted.

Event description:
It was reported that the customer had a a47 and a17 alarm on the insulin pump. The customer's blood glucose level was 104 mg/dl. The customer stated that a temp basal was not programmed before the a47 alarm. The customer was advised to monitor insulin pump and call back if further assistance is needed. The customer also stated that received a17 alarm on the insulin pump the customer was assisted in performing a self test and test passed. The patient was advised to monitor the insulin pump. The customer stated that they still can not upload the insulin pump to carelink.